Manufacturer narrative:
On (B)(6) 2006 (year valid). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reported that the patient underwent a spinal surgery in which rhbmp2/acs was implanted. Post-op, the patient was in constant pain.